Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler brightness screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2224 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a voltage verification check, a touch screen check test, and a mushroom heads test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that the screen of a patient¿s liberty select cycler had a distorted screen with green lines and half blank content while ending treatment. Rebooting the cycler allowed the screen to return to normal. During the same day, the screen of the cycler went dim during setup for their peritoneal dialysis (pd) treatment. The display brightness was set to 10. The pd nurse (pdrn) stated some of the screen contents are ok to read and other screen contents are harder to read because of the brightness issue. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.